Event description:
Reportedly, the instrument was fired and the staples did not form. A significant amount of bleeding occurred; however, the pt was not transfused. The surgeon had to clamp and tie off to stop bleeding. The surgeon hand sewed to complete the case. Procedure: lobectomy.